Manufacturer narrative:
A visual inspection was performed on the returned implant. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.0 x 38mm multi-link 8 stent delivery system (sds) was opened for the procedure. While there was no reported resistance removing the protective sheath or stylet, it was observed that the stent was loose over its balloon. The sds was not used and there was no patient involvement. A new multi-link sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.